Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The continue button was pressed without resolution. It was also reported that there was difficulty maneuvering/rewrapping the balloon catheter to another vein. The balloon catheter and coaxial umbilical cable were replaced, but then a system notice was received indicating that there was a problem with the refrigerant port.  Vacuum was released and the balloon catheter and coaxial umbilical cable were disconnected and removed from the patient. When the mapping catheter was removed, the braiding appeared to be "mangled." Blood was visible in the coaxial port and in the coaxial umbilical cable. The case was switched to and completed with radiofrequency (rf). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 203cx (lot: 226729687); product type: cables and accessories; product ID 106a3 (serial:(B)(6)); product type: console spare parts; product ID 990063-020 (lot: 227290639); product type: achieve catheter; product ID 203cx (lot: 227138401); product type: cables and accessories; product ID afapro28 (12385); product type: arctic front catheter; medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the data files and the afapro28 balloon catheter with lot number 12013 were returned and analyzed. One patient file was received and recorded on the day of the event. The patient file showed eight applications were performed using the balloon catheter afapro28 of lot number 12385. The patient file did not show any system notices on the reported event date. The received failure file contained failure records for the date of the event. Failure file showed persistent system notice 50005 (the safety system has detected fluid in the catheter and stopped the injection). The balloon catheter was visually inspected and no anomalies were detected. The catheter smart chip data was reviewed. Data indicated the catheter was never used. The balloon catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. During pressure testing and dissection of the balloon segment, no anomalies were identified. Both balloons and bonding were intact. No anomalies were identified during inspection and pressure testing of the shaft segment. The pull wire, shaft, and guide wire lumen were intact. No anomalies were identified during the inspection and pressure testing of the handle segment. The guidewire lumen, and pressure sensor tube were intact. In conclusion, the reported visible blood issue was not confirmed and the system notice 50024 indicating that there was a problem with the refrigerant port could not be confirmed through analysis. The balloon catheter passed the returned product inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.